Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: exert from hospital report: tip of c0r47 snapped off into abdominal cavity. Port removed and replaced. Area searched extensively. Duty in-charge notified. Consultant surgeon notified. Equipment office notified. Dr. (B)(6) performed the surgery, operating room 4 at (B)(6) hospital, approx 12.30pm. There was no harm or injury to the patient as a result of the event. Increased monitoring and assessment only. Additional information was provided by applied medical australia territory manager via email on 11-apr-2024: all the trocars that were being used were applied medical ports. Dr. [Name] was using a stainless steel, reusable grasper, not applied medical. The specimen (appendix) was being passed with the grasper from a 5mm port to the c0r47 in question when the incident occurred. The broken piece of trocar was not located - this is not a concern from the hospital as stated, "we do not feel it was sharp and we have occasionally lost hem-o-lok's and do not see this as an ongoing problem." Type of intervention: port removed and replaced. Area searched extensively. Duty in charge notified. Consultant surgeon notified. Equipment office notified. Patient status: no harm or injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: exert from hospital report: tip of c0r47 snapped off into abdominal cavity. Port removed and replaced. Area searched extensively. Duty in-charge notified. Consultant surgeon [name] notified. Equipment office notified. Dr. [Name] performed the surgery, operating room 4 at [name] hospital, approx 12.30pm. There was no harm or injury to the patient as a result of the event. Increased monitoring and assessment only. Additional information was provided by applied medical australia territory manager via email on 11-apr-2024: all the trocars that were being used were applied medical ports. Dr. [Name] was using a stainless steel, reusable grasper, not applied medical. The specimen (appendix) was being passed with the grasper from a 5mm port to the c0r47 in question when the incident occurred. The broken piece of trocar was not located - this is not a concern from the hospital as stated, "we do not feel it was sharp and we have occasionally lost hem-o-lok's and do not see this as an ongoing problem." Type of intervention: port removed and replaced. Area searched extensively. Duty in charge notified. Consultant surgeon notified. Equipment office notified. Patient status: no harm or injury.